Event description:
"The patient stated: "my teeth have never had issues with being brittle through my entire life. All of a sudden I'm having countless issues with them after I started using the aligners. I have brought this up before and it was fixed but only for a short period of time. They kept rubbing on the high spots on my teeth causing the enamel to be worn down. Now my teeth are breaking without warning at the gum line where most of the pressure from the aligners rest. They also are cutting into my gums and causing a bunch of irritation. I've been to my dentist and he has told me to completely stop wearing the aligners until I can get the issue resolved with you guys."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024